Event description:
Customer reported the insulin pump alarmed during remote frequency failed self test. Customer's blood glucose was unknown. Alarm and possible causes were explained to the customer. Alarm did not occur during rewind or prime sequence. Customer was advised to disconnect and remove the reservoir from the device. Customer was advised to program an easy bolus into the air; it recorded the amount in the bolus history. A temp basal was not programmed before the alarm occurred. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.